Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6 mm, vicm5_12.6 -7.50 diopter implantable collamer lens tore/broke during loading. There was no patient contact. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. In the reporters opinion the cause of this event is unknown.